Event description:
Routine ventilator change in am. Ventilator and tubing changed at 1030 am . Shown on new ventilator settings. Noted increased o2 need - sp02 90-92%, mild retractions; not triggering self breaths on ventilator. O2 flow up to 1.5l from 0.75l. Respiratory settings checked every two hours throughout day. Vte reading 40-60's as usual. Ve 1.8-2.1 at 1930. Front of ventilator felt hot to touch and all settings checked again. Vte 1052, ve 3.1, spo2 88-90% on 1.5l flow of o2. Requested parent's assistance to change to previous ventilator. Ventilator changed and immediate response: pt pink, spo2 95%, no retractions, ventilator breaths triggered on vent. Pt relaxed and went to sleep. Vte44, ve1.2.